Event description:
A patient reported experiencing the events of exchange from textured to smooth breast implants due to their concern with the product. Healthcare professional reported "chest pressure, tightness" and ¿capsules were found to be thick and contracted.¿ healthcare professional reported the following events which have been deemed not related to the device: ¿[patient] seeking explant due to health problems¿, ¿near syncope during spinning exercise¿, ¿increased palpitation and high blood pressure¿, ¿episodes of shortness of breath, and chronic cough¿, ¿intermittent swelling in the left wrist, left index mp joint, left knee¿, ¿right shoulder pain¿, diagnosed with both ¿osteoarthritis¿ and ¿rheumatoid arthritis¿, and ¿fatigue has been variable,¿ "complications mechanical and inflammatory bilateral breast prosthesis, explantation deformity¿. Affected side is right. The device has ben explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.